Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture related to the left side. Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs two devices, one broken and the other seems to be intact, they are not identified by side. One device has the lot number 2651278. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported rupture related to the left side. Device has been explanted.